Manufacturer narrative:
Lot number: unknown. Expiration device: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: unknown if the device was explanted. Device manufacuture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor experienced bleeding with a 6fr angio-seal device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The device history record was unable to be reviewed as a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).